Manufacturer narrative:
On (B)(6) 2018 it was added that: the agent stated that the liner was intact and still in place. He also stated that the femur was stable and that it was cemented in flexion during the primary. On (B)(6) 2018 it was added that only the insert was revised, other components were in good conditions. On (B)(6) 2018 the medical affairs manager checked the x-rays commenting: 3 years after primary tkr the insert fixation screw got loose in the joint. It was immediately removed and polyethylene liner was exchanged. Femoral component articular surface can be visually inspected during surgery and no damage was reported in an area of marginal or negligible bearing, therefore little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert fixation screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on (B)(6) 2018, lot 141418, 75 items manufactured and released on 06 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, 65 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability caused by the screw backing out of the poly. The torque limiting driver was not used in the primary surgery. The surgeon revised the poly and the surgery was completed successfully.